Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported "began to notice some difference in the breast" and seroma-late on the right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3, b.5, b.6, g.3.

Event description:
Healthcare professional later reported "the patient developed a late seroma in the right breast after implantation of the company prosthesis" and "moderate amount of fluid around the right implant, associated with slight capsular enhancement". The device remains implanted.